Event description:
It was reported that the whole implanted system including pacemaker, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted due to pocket infection on (B)(6) 2025. Later, new pacemaker ra and rv leads were replaced on (B)(6) 2025. No further information was received.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The reported event was infection. As received, a complete lead was returned for analysis. Final analysis didn¿t find any anomalies except for procedural damage. The cause of infection could not be traced to the device.